Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of noise on the channels, noise was found on the channel with no cables connected and therefore the link electronic module (lem) board was replaced and calibrated, the hard drive reconfigured and the software reloaded to a new version. (B)(4).

Event description:
It was reported that the user spoke of "60 cycle" like there was noise present on all of the programmer's channels. It was also requested that the programmer receive a test and calibration. The programmer was returned for service. There was no patient involvement.